Event description:
A hospital in (B)(6) reported that the tube of an opt314 optiflow junior nasal cannula became disconnected from the cannula after 13 days of use on a patient. The infant patient became tachycardic with oxygen saturation of around 92%. The infant recovered as soon as the cannula was replaced.

Manufacturer narrative:
(B)(4). Method: the complaint cannula was received and was visually inspected. Results: visual inspection of the cannula revealed that the right tube was detached from the cannula. Evidence of adhesive was present on the external surface of the tube that was detached from the cannula, as well as on the internal surface of the cannula tube joint. It was also observed that the loop pads were peeling off near the centre of the cannula. Glue was present on the cannula where it comes in contact with the loop pads. A lot check revealed no other complaints for lot 131210. Conclusion: based on the observed damage it is likely that the tubing became stretched and damaged due to excessive force being exerted on the tubing. Loop pads are bonded to the optiflow junior nasal cannula using specialised primer and cyanoacrylate glue, in addition to the adhesive on the loop pad's backing. The bond strength of the loop pads to the cannula exceeds the bond strength of the loop pads to the hook on the wigglepads. We note that the cannula had been in use fo 13 days, nearly twice as long as the stated maximum usage of seven days. All optiflow junior cannulae are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are currently taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is put aside for further investigation. During assembly each loop pad is visually checked to ensure sufficient glue coverage. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Appropriate monitoring must be used at all times. Do not stretch or crush tube. Check cannula remains secure on the face. Replace wigglepads if required. This product is intended to be used for a maximum of 7 days. Fisher & paykel healthcare maintains a close supervision of this product and its behaviour in the field in order to gain information. We are continuously working to improve the optiflow junior cannula based on customer feedback.